Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7085688.

Event description:
It was reported that the patient was experiencing increased pain and inadequate stimulation. It was also reported that the patient was recently discharged from wound care due to a wound dehiscence at the midline incision. The patient was prescribed with medication and underwent a lead replacement procedure. The patient was doing well postoperatively and the explanted leads will not be returned.